Event description:
It was reported that during a heart mapping procedure withdrawal resistance occurred. As the orion catheter was attempted to be withdrawn from the right ventricle (rv) to the right atrium (ra) in a partially deployed state, the physician noted that the catheter was "hung up" on a structure likely the tricuspid valve. The physician fully deployed the basket and advanced the catheter into the rv, straightened the curve, then retracted the catheter into the ra. No patient complications occurred.

Manufacturer narrative:
(B)(4) - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).